Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the patient dropped the pump and the display became cracked and went blank. The reporter confirmed that the pump still had functioning audible tones. The reporter stated that the battery was changed but the issue did not resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings:the pump powered on with a blank display screen. The pump was opened and the display screen was noted to be cracked and damaged. The display screen was replaced with a test screen and the display powered on normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.